Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was alarming, "cassette not attached." The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Customer reported a cassette not attached alarm. The device was duly received at the service center, where it underwent the necessary repair procedures. Following the completion of the repair process, the device was returned to the customer.